Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the lad. Cec adjudicated that on the same day of index procedure, myocardial infarction of the target vessel occurred to patient.